Event description:
During cardiomems implant procedure the sensor did not separate from the delivery system. The physician attempted to use a wedge catheter to deploy the sensor but was unsuccessful. The physician then cut the delivery catheter and used a guide-liner to attempt to detach the device but was still unsuccessful. The implant was then abandoned and a snare was used to retrieve the sensor. A second access site was required. There were no adverse patient consequences. A 12fr. Cook introducer sheath was used for the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).